Manufacturer narrative:
Approximate age of device -- 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was in the hospital on (B)(6) 2019 with an international normalized ratio (inr) of 2.2, below goal inr of between 2.5 and 3.0. Coumadin was increased to address this. The patient's log file contained a speed drop down to 7840rpm on (B)(6) 2019 at 20:46 causing a brief low speed operation alarm. This could be caused by a clot temporarily passing through the pump slowing the rotor down. The patient's history as well as some power and flow spikes throughout the log file support this may have occurred. The patient was discharged home on (B)(6) 2019 and placed on coumadin, plavix, and acetylsalicylic acid (asa).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported elevations in pump power/estimated flow, as well as a low speed operation alarm, were confirmed via the submitted log file data. The submitted log files contained overlapping data, spanning from (B)(6) 2019 at 10:59:49 to (B)(6) 2019 at 10:21:29, per the timestamps. Elevations in pump power/estimated flow typically associated with pi events were recorded from the beginning of the log file data through (B)(6) 2019. In addition, a momentary low speed operation alarm was captured on (B)(6) 2019 at 20:46:32. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explains all alarms, including low speed operation alarms, and the proper actions to take if the alarms cannot be resolved. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.